Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought their patient programmer wasn't working. They were seeing the sync screen, then once they pressed the sync button, they were seeing the poor communication screen. The patient also reported they had not had any symptom relief. They reported they had a bladder infection with some blood detected. The caller stated they were going to the bathroom all night long. The patient was redirected to their healthcare provider. They were sent a new patient programmer to resolve the issues with the patient programmer. No further complications were reported or anticipated.